Manufacturer narrative:
The device was received for evaluation. An unaided eye visual inspection was performed, and no abnormality was observed. A under water pressure test was performed, and a leak was observed in the tubing of the returned sample. The reported condition was verified. The most probable cause of the cut is related to the gripper equipment during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack or slit in the vented IV tubing of a clearlink system solution set which resulted in a leak. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter additional phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.